Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the atrial lead exhibited low impedance values. No patient symptoms were reported. No further information was available.